Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving baclofen (500mcg/ml at 73.69mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was getting headaches. The date of onset was not provided. The patient was in the operating room (or) for a dye study. It was noted that the patient was getting good therapy, but the hcp wanted to check catheter patency. During the dye study they were not able to confirm the location of the drug. They were unable to aspirate from the catheter access port (cap) completely, but the hcp thought he cleared some of the catheter volume and thought he could proceed with the dye study. The patient and hcp planned to discuss whether a catheter replacement was necessary since the patient was still having efficacy but had headaches. The catheter was not patent because they could not get cerebrospinal fluid (csf), but proceeded with the dye study while a bridge bolus was in progress. It was noted that the original bolus volume was 0.476ml. Once the hcp cancelled the bridge bolus, 0.132ml had infused since (B)(6) 2019 when it was programmed. It was calculated that after the hcp cleared the drug from the catheter by performing the partial cap aspiration and dye study, 0.157ml would have been left of the bridge bolus. The drug was primed to the tip of the catheter and then a modified bridge bolus of 0.157ml was performed. No further complications were reported or anticipated.

Manufacturer narrative:
The aware date of the initial report has been updated to 2019-jun-20. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2019-jul-29. It was reported that the plan at the time of the dye study was to wean the patient down as he was on a high dose of baclofen, and then they were going to look at the catheter surgically. The cause of the inability to aspirate was not determined, but it was the physician¿s first time performing a dye study so the representative wasn¿t sure if it had to do with the catheter or if it was user error. It was further noted that the patient underwent magnetic resonance imaging (MRI) to see if there was a granuloma, and it was confirmed that there was no granuloma.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.